Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopy umbilical hernia repair. The first truck was fired through the mesh, but we're not steadily positioned through the mesh and into the abdominal wall, as it should be. With the second firing, the trigger jammed in a deployed (fired) position and would not return to its normal position, where it could be fired again. The ¿push to fire¿ button was also stuck and could not be pushed to the reload position in order to try reloading another and to start the process again. They then realized that the railroad was not completely fixed the hand piece and that it could easily come loose, without using the toggle switch, the reload was removed, but could yet again not be loaded with it ¿locking¿ (being securely fastened) into the hand piece. Another device was used to complete the case. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.